Manufacturer narrative:
B5: upon follow-up, it was reported that the patient was not recovered from the peritonitis event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced recurrent peritonitis manifested by cloudy pd effluent. The cause of the event was unknown. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with unspecified antibiotics for the event. At the time of this report, the patient was recovering from the event. On an unknown date, the pd catheter was removed, pd therapy was discontinued and the patient was transferred to hemodialysis. No additional information is available.

Manufacturer narrative:
Correction: this report is a duplicate of manufacturer report number 1416980-2024-05302. All information can be found under manufacturer report number 1416980-2024-05302. Should additional relevant information become available, a supplemental report will be submitted.